Event description:
It was reported that a patient presented to clinic for a procedure, the pacemaker (pm) was found to be in back up mode. The physician had restored the pm mode successfully. The patient was stable throughout.